Event description:
It was reported by the affiliate that the surgeon attempted to fire across bowel and instrument would not fire. Opened a new instrument and safely completed procedure. No adverse pt outcome.